Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device. After the extension and retraction of the fixation screw three times in the pt, it was no longer possible to extend the helix.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the u.s . The analysis is pending.